Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The analysis findings confirm the clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead had pacing impedances greater than 3000 ohms, when tested on the pacing system analyzer (psa). Noise was also seen. It was suspected that the lead conductor was damaged. The lead was removed and another lead was successfully implanted. No adverse patient effects were reported.